Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 malfunctioned. They said there was a crack in the insulating tip at beginning of harvest" and "the device was sticking more than usual". Clarifying that the cutter does not slide smoothly inside the cannula. Case was completed with same device. Nothing broke off or fell into patient. No harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/213/67) . The device was returned to the factory for evaluation on 12/08/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside the cannula. The jaws on the harvesting device were observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no peeling was observed. The heater wire was observed to be intact, no visual defects were observed. The c-ring was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failures "peeled;jaw" and "fitting problem;cannula" was not confirmed.